Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties are to be related to the patients anatomical conditions and the patient treatment is related to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a radial lesion. A non-abbott guide wire was attempted, but could not cross to the lesion. The whisper guide wire was advanced, but also could not cross due to resistance with the anatomy. During removal, the distal end of the guide wire separated in the patients anatomy (part hydrophilic and non-hydrophilic section of the guide wire). There was no reported resistance during removal. A snare device was used in an attempt to retrieve the guide wire, but was unsuccessful. A wholey guide wire was used to successfully continue the procedure, and the guide wire was retrieved with a cut down procedure. No additional information was provided.